Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer had not tested their blood glucose (bg) levels around the time of the event, but stated that they believed that their bg levels were "high". Customer stated that they were able to administer a bolus successfully prior to the malfunction. It was reported that the customer had manual injections available for alternate insulin therapy.